Event description:
The customer contact reported that while operating on battery power, the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, unspecified lines were programmed to deliver unspecified medications, and the deliveries were started. No specific programming parameters were provided. On (B)(6) 2012, at an unspecified time, the device was unplugged from the ac power outlet so the patient could be transported to the radiology department for a computed tomography (CT) scan. The customer contact reported that the transport took approximately 15 minutes, and that the device was connected to ac power while the patient was in the radiology department. After 45 minutes, the device was unplugged to the patient could be transported back to the intensive care department. After an unspecified length of time, it was reported that the pump alarmed and within 5 minutes, the device powered off. The device was removed from clinical service. During testing at the user facility, the customer contact indicated the event was due to a "battery issue." Multiple unsuccessful attempts have been made to obtain additional information, including if there were any adverse patient effects or medical interventions required.

Manufacturer narrative:
The customer contact indicated the device will be repaired at the user facility; therefore, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.